Manufacturer narrative:
(B)(4) ¿ follow up MDR for device evaluation. No samples or photos received by our quality team for evaluation. Furthermore, a device history record review was completed for provided batch number 2025237, 2025239 and 1116366. According to the sampling plan applied for product performance, this batch was accepted and released without defects being noted during the final assembly or visual inspections. Additional device histories were reviewed for each lot of needles used in the manufacturing of this batches. During the history review, one lot was identified as having suffered from clogged needles due to silicone. It could be possible some samples are escapes from the incident that occurred during production. Corrective and preventative actions have been implemented. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d4. Medical device lot #: 2025237, d4. Medical device expiration date: 31dec2026, h4. Device manufacture date: 25jan2022. D4. Medical device lot #: 1116366, d4. Medical device expiration date: 30apr2026, h4. Device manufacture date: 26apr2021. D4. Medical device lot #: 2025239, d4. Medical device expiration date: 31dec2026, h4. Device manufacture date: 25jan2022. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd safetyglide¿ needles are blocked. The following was received from the initial reporter: 305916 safety glide needle is clogging and they are not able to administer their flu vaccination. "Sometimes you try to give the shot and the vaccine itself won't go through the tip. Not even all needles in the same box having this issue, but enough to where it's a gamble. Rphs trying to test when pushing the air out and that seems to indicate the needle will work, but I had one the air went out but still had to push sooo hard to get the drug in arm.".

Event description:
Samples received

Manufacturer narrative:
Pr 8992953 - follow up MDR #2 for sample evaluation. 38 samples were provided to our quality team for investigation. 37 samples came in sealed packaging blisters. Lot# 2010821. One sample came with no packaging blister; therefore, the lot # could not be confirmed. Visual inspection was performed. No defects or imperfections were observed. Each sample was connected to a syringe with saline solution. All samples expelled the solution with normal flow. Furthermore, a device history record review was completed for provided lot numbers 2025237, 1116366, 201082, and 2025239. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. During review of the process, process variations during the needle lubricant application can create clogged needles. Corrective and preventative actions have been implemented. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. Based on the investigation and with the sample analysis the symptom reported was not confirmed. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.